Manufacturer narrative:
It was reported that an ep-fit plus shell inserter and trial shell were irreparably damaged during surgery. The complainant states that this issue would not have occurred for the first time. The complained devices, used in treatment, were sent back for evaluation. Both show a heavily damaged thread. Therefore, the function of the device is not given anymore. The stated failure mode can be confirmed. No medical documents were received for investigation. Therefore no thorough medical assessment could be performed. A review of the batch record of the shell inserter revealed no deviations from the standard manufacturing process. The device was manufactured in 2006. For the trial shell, produces in 2004, the production documentation also showed no deviations from standard manufacturing processes. A review of the complaint history for the shell inserter revealed no other complaints for batch in question. As for the complained device, three other complaints with similar issue have been reported so far. For the complained trial shell, two other complaints with similar issue have been reported. All reported complains are originated in italy. However, the reason for this could not be clarified. According to the IFU (lit. No. 12.23 ed 05/16) the functionality of surgical instruments should be checked as a part of every preoperative preparation. The reported failure mode is covered through our risk management files. Based on the executed investigation steps and the age of the device, the root cause is attributed to expected wear and tear. All instruments have to be checked prior to use. If any part of the instrument is damaged, the instrument shall be not used and be returned for investigation. The need for corrective action is not indicated. Smith and nephew will continue to monitor the devices for similar issues. Both devices will be retained.

Manufacturer narrative:
Results of investigation: it was reported that an ep-fit plus shell inserter and trial shell were irreparably damaged during surgery. The complainant states that this issue would not have occurred for the first time. The complained devices have not been sent back for investigation. The stated failure mode could therefore not independently be confirmed. No medical documents were received for investigation. Therefore no medical assessment could be performed. A review of the batch record of the shell inserter revealed no deviations from the standard manufacturing process. The device was manufactured in 2006. For the trial shell no batch number has been communicated. A review of the complaint history for the shell inserter revealed no other complaints for batch in question. As for the complained device, three other complaints with similar issue have been reported so far. For the complained trial shell, two other complaints with similar issue have been reported. All reported complaints were originated in italy. However, the reason for this could not be clarified. According to the IFU (lit. No. 12.23 ed 05/16) the functionality of surgical instruments should be checked as a part of every preoperative preparation. Based on the executed investigation steps and the age of the device, the root cause is attributed to expected wear and tear. The need for corrective action is not indicated. Smith and nephew will continue to monitor the devices for similar issues. The complaint will be reopened should additional information or the complained devices be received.

Event description:
It was reported that during surgery, the thread of the trial cup was irreparably damaged. This failure has been experienced in repeated occasions. Backup device was available and no patient injury was reported.